Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker battery estimate showed one year remaining, so a replacement procedure was scheduled for this pacemaker dependent patient. Three months later the pacemaker was in safety mode. The pacemaker was explanted due to suspected premature battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be operating in safety mode. The device case was opened, and the internal components were assessed. All internal components passed testing. Visual inspection noted that the battery appeared to have slightly bulge. The battery was removed from the device and sent for analysis. No high current drains were found in the battery with normal cell function. Analysis confirmed the device was operating in safety mode however the root cause could not be determined because no high current drains were noted during detailed analysis and analysis of the battery found no failures.

Event description:
It was reported that the pacemaker battery estimate showed one year remaining, so a replacement procedure was scheduled for this pacemaker dependent patient. Three months later the pacemaker was in safety mode. The pacemaker was explanted due to suspected premature battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.